Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the left eye on the surgeon side console (ssc) was black. The second ssc was working normally, and the customer was continuing with the procedure as planned. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found error 121 indicating the left high resolution stereo viewer (hrsv) monitor had failed to reach the desired brightness within 5 minutes. The tse recommended the customer to perform a hard power cycle and reseat the blue fiber cables. The procedure was completing as planned with no reported injury.